Event description:
Consumer reported she wore wrist brace overnight as instructed by her hcp. After the first day, consumer felt itchy, the second day there was a rash which broke open into blisters. Consumer did seek medical attention from hcp who gave her cream to use.

Manufacturer narrative:
Eval summary: issue: injury general - rash broke open into blisters. Regulatory compliance lab received one (1) ace tekzone antimicrobial deluxe wrist brace (s/m) which customer claims wore deluxe wrist brace with antimicrobial and developed a rash that broke open into blisters. Regulatory compliance evaluated returned product for defects which may have caused/contributed to a rash. Product was found to have been mfg per spec. Package also stating a "caution: if any skin irritation occurs discontinue use and consult your physician." Cannot confirm as a mfg defect. Unable to run complaint history check or device history review as lot number is unk. Regulatory compliance will continue to monitor on monthly trend reports.